Manufacturer narrative:
(B)(4). This is one of two device reports. MFR # 1225714-2015-05552 and 1225714-2015-05553.

Event description:
The plaintiff's attorney alleged that the patient experienced a heart attack, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will e submitted upon receipt accordingly.